Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was approximately 100 mmol/l. The doctor questioned the initial result which prompted the customer to repeat the sample. The repeat result was approximately 140 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the plunger in the wash station, replaced two suction valves, adjusted the ise sample probe and sipper, replaced and adjusted the sample syringe, replaced kinked sodium hydroxide tubing, and performed an ise check and precision test successfully. The investigation did not identify a product problem. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.